Event description:
It was reported that "two xps moxy fibers were used in the case. The first was used for 61,825 joules for 16:18 laser time. The fiber started to end fire, in the case there was a notable amount of prostate stones in the glands. A second fiber was used for 19,37 joules for 4:00 of laser time. The case was completed with no injury to the patient."

Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.